Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the patient underwent a planned right reverse total shoulder replacement on (B)(6) 2026. Post operative day one, routine x ray imaging identified a dislocation of the gleno humeral joint replacement, with anterior subluxation of the proximal humerus. Imaging also demonstrated that the metallic ring component of the prosthesis had dissociated from the implant. The patient underwent revision surgery to remove and replace these components. No further information was provided.